Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified following completion of the investigation. The most probable cause of the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited damage in the acoustic lens. The damage extended to the glue layer. There was no patient involvement.